Event description:
It was reported the patient underwent bariatric surgery and have lost a significant amount of weight. As a result, her scs ipg pocket site became loose and painful. It was also reported the patient go ther ipg stuck on the edge of a chair, felt a shock, and was unable to resume stimulation after turning it off. The sjm representative was unable to establish communication between ipg and external devices as the ipg pocket site was revised. During the procedure, the physician determined the ipg was inoperable and replaced it with a different model which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.